Event description:
Procedure: wedge resection. According to the reporter: during the procedure a single unit of egiatrs45axt and another of egiatrs60axt were fired, and later egiatrs45amt was used to cut the uncompleted staple line. The case was completed without dissection after resection of the apical pulmonary tissue. At post-operative examination some air leakage was confirmed, however, the leakage part could not be identified. It is reported that the lung tissue in the patient was considerably hard for the operations. Operating time was not extended and there was no additional tissue resection. There was no tissue damage and nothing fell into the cavity. To correct the post-op air leakage a chest drainage was used for 2-3 days and no reoperation was necessary. By performing test and x-ray exam on (B)(6), the doctor confirmed the patient was recovered and was discharged from the hospital on (B)(6).

Manufacturer narrative:
(B)(4).